Event description:
It was reported to boston scientific corporation that a flexima biliary stents was to be implanted to treat an common bile duct and intrahepatic bile duct stones in the distal bile duct during an endoscopic biliary stent placement procedure performed on (B)(6) 2025. During the preparation, the inner catheter was separated and the suture detached upon unpacking. Another flexima biliary stents was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Manufacturer narrative:
Block g1 (manufacturer contact person) has been updated. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a flexima biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the push catheter suture hole was torn, and some residues were observed in the guide catheter. The guide catheter was not observed to be broken, and the suture was not detached. No other problems were noted to the stent and delivery system. Product analysis could not confirm the reported event of catheter guide break. The investigation of the returned device did not identify any evidence of the alleged malfunction as the guide catheter was not broken, and the suture was not detached from the catheter. In addition, the observed push catheter suture hole torn could have happened if there was pressure when trying to deploy the stent, possibly due to the physician's technique or tortuosity of the procedure. The suture was most likely stuck in the suture hole due to it being torn and could not deploy the stent as expected during the procedure. Based on all the available information, the most probable cause selected is no problem detected.

Event description:
It was reported to boston scientific corporation that a flexima biliary stents was to be implanted to treat a common bile duct and intrahepatic bile duct stones in the distal bile duct during an endoscopic biliary stent placement procedure performed on (B)(6) 2025. During the preparation, the inner catheter was separated and the suture detached upon unpacking. Another flexima biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.